Event description:
Customer reported an issue with the dpm 5 monitor which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
The unit was returned to mindray's repair center for repair.